Event description:
It was reported that the pt had an infection of her interstim device and was placed on antibiotics. The pt noticed a red line across her lead site and had an abcess, which burst. She also experienced pain and fever. Further info is being requested from the hcp.

Manufacturer narrative:
.